Event description:
The valve was explanted due to aortic insufficiency and dehiscence and was replaced with a 23aj-501. Dehiscence was noted "on one-third to one-fourth of the sewing ring of the aortic annulus along the area of the noncoronary cusp." The prosthetic valve appeared "normal". The native mitral valve was also repaired at this time due to mitral regurgitation. This valve was the replacement device.